Event description:
The patient was admitted for a procedure with a totally occluded (chronic) lesion in the superficial femoral artery. An outback catheter was delivered to the site of re-entry. It was then noted that the cannula would not retract. The needle could not be seen under fluoro, probably because only one view was being looked at, but when the catheter was removed from the patient, the needle was still exposed. Another outback catheter was used and the same exact situation happened. It was noted that the account used the product to bail them out of a case knowing there was a recall.

Manufacturer narrative:
The complaint received states that two outback ltd reentry catheters had needle retraction difficulties during an interventional procedure. Pt demographics were not available. The target lesion was sfa (superficial femoral artery) side unspecified described as 100% stenotic, cto (chronic total occlusion). The first outback ltd was delivered to the lesion without reported difficulties, the needle was deployed, unsuccessfully reentering the true lumen. The physician tried to tract the needle for a second attempt, but the needle would not retract. The needle could not be seen under fluoroscopy because only one view was utilized. The catheter was removed with the needle exposed without injury to the pt. A second outback ltd catheter was used with the same results achieved, again the device was removed with the needle exposed and no pt injury was reported. It was reported that both devices were prepped and handled according to the IFU (instructions for use) guidelines, and that the needle was actuated and retracted successfully during the prep of both devices. The devices were held by the hospital and were not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues, during the manufacturing process that can be related to the reported complaint. Review of the device revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issue were noted that were considered potentially related to the reported complaint. Subassembly DHR review: cannula subassembly lots were reviewed. It was observed during review that no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. Braided cannula subassembly lots were reviewed. It was observed during review that no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. Outer shaft subassembly lots were reviewed. It was observed during review that no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. Nosecone subassembly lots were reviewed. It was observed during review that no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. Component acceptance.: the receiving inspection records for the used tipped cannula (lots) were reviewed, and these lots were deemed acceptable. The nonconformance record was generated for both lots, because the material arrived inspected by an obsolete revision, the supplier had not provided the new revision at that date. The lots were deemed acceptable with the new revision and were liberated. This noncoformance bares no relation with the customer complaint. No nonconformance records were issued for this lot. Process monitoring: no excursions were found for the device. The complaint of retraction difficulty could not be confirmed because the devices were not available for analysis. However, this failure mode had been identified in the outback ltd catheter family. A dpra has been opened to address the issue of root cause for this failure mode in the outback ltd catheter family. Cordis corporation has initiated a worldwide voluntary recall for all distributed lots, based on reports of needle retraction difficulties encountered with the outback ltd catheter. The account stated they used these products " to bail out of difficult case" knowing the device had been recalled. This medwatch reflects two products with the same catalog and lot numbers. Additional info will be submitted upon 30 days of receipt.